Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a reported fall on (B)(6) 2017 the patient stopped responding to sound. Swelling was present at the implant site. The patient was seen again for a follow-up appointment approximately 2 weeks later and there was no change in the patient's sound perception but the swelling gone.

Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report and the reported accident appear to match the damage found. This is a final report.

Event description:
After a reported fall on (B)(6) 2017 the patient stopped responding to sound with the device. Swelling was present at the implant site. The patient was seen again for a follow-up appointment approximately 2 weeks later and the swelling was gone, however there was no improvement in the patient's sound perception. The patient was re-implanted.